Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 18mm amplatzer septal occluder was implanted. On (B)(6) 2019, an echo revealed the device shifted and was sitting in the let atrium. The patient was transferred to surgery to remove the device and surgically repair the asd. No patient consequences were reported.

Manufacturer narrative:
An event of migration was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 18mm amplatzer septal occluder was implanted. On (B)(6) 2019, an echo revealed the device shifted and was sitting in the let atrium. The patient was transferred to surgery to remove the device and surgically repair the asd. No patient consequences were reported. No additional information has been provided.